Event description:
It was reported that during a tunica vaginalis testis procedure, the needle came off the tape. The procedure was successfully completed with another device. There were no adverse pt consequence.